Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test the customer received discrepant results. This event occurred 4 times. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: " 5 of us took tests at home (1 with symptoms and 4 asymptomatic) all of us scored positive with veritor . When repeated in a formal laboratory, the 4 asymptomatic patients were negative" (B)(4).

Manufacturer narrative:
Medical device expiration date: unknown. Address was not obtained and md was used based on facility/area code. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6 investigation summary: bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for invalid results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test the customer received discrepant results. This event occurred 4 times. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: " 5 of us took tests at home (1 with symptoms and 4 asymptomatic) all of us scored positive with veritor . When repeated in a formal laboratory, the 4 asymptomatic patients were negative". (B)(6).